Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a saccular 47mm diameter abdominal aortic aneurysm. There was an aneurysm on both the left and right common iliac artery (cia), also an occlusion at both sides of internal iliac artery (iia) and an abdominal aortic dissection. Aortic neck angle was 40 degrees. The proximal neck was 26 mm in diameter. The left common iliac artery was 47 mm in diameter and the right common iliac artery was 33 mm in diameter. The right external iliac artery was 10 mm in diameter and the left external iliac artery measured 12 mm in diameter. It was reported that at the index procedure, the patient had a pre-operative dissection. After the stent grafts were implanted the physician generally does touch up with a balloon; however, touch up ballooning was not done on the proximal side since there was a possibility that the dissection would lead to rupture. After touch up ballooning on the junction side, final angiography found a possible type ia endoleak at the greater curvature. The physician will monitor the patient and procedure was completed. The physician stated that the cause of the endoleak was the inability to balloon that area. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: endoleak. Anatomy related; pre-op dissection prevented final balloon touch up. Pre-operative dissection. Conclusion: endoleak. Anatomy related; pre-op dissection prevented final balloon touch up. Pre-operative dissection.